Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 50 mg/dl. Reportedly, the cause of the low bg was unknown. The customer reported it "could be use error", due to incorrect carbohydrate counting; however, the customer was unable to be verify. The customer drank juice to address impacted bg level. Customer declined further troubleshooting.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.